Event description:
The customer reported via phone call that the buttons on the insulin pump were not working. The customer stated, the entire keypad was not working. The customer's blood glucose was 77 mg/dl. While troubleshooting, the customer stated that the insulin pump was in the same restroom as her when showering. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump had a cracked case at display window corner, minor scratches on lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.